Event description:
This complaint is now reportable, based on the returned device analysis completed on (B)(6) 2009. It was reported that during a carotid stenting treatment procedure, the stent was unable to be deployed. The target lesion was in the internal carotid artery. A carotid wallstent monorail 10.0-24 was advanced over a 190cm filter wire to treat the target lesion; however, the physician encountered difficulty with getting the filterwire to exit the monorail port. The physician widened the hole by unspecified means and the stent was able to be advanced to the target lesion. The physician was unable to deploy the stent. The device was exchanged for another carotid wallstent monorail 10.0-24, and the procedure was completed with the same 190cm filterwire. There were no patient compilations reported with the patient's current condition listed as "ok". Returned device analysis revealed a broken outer sheath.

Manufacturer narrative:
Device analysis: visual examination of the returned device found that the stent was fully mounted and there was derived blood along the shaft. The outer sheath was broken at 170mm proximal to its distal end, which is at the monorail exit. The shaft was also kinked at this location. During analysis, it was not possible to retract the outer sheath by retracting the valve body, due to the break in the outer sheath. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the deployed stent or inner lumen. In addition, a 0.014 inch filterwire was inserted through the device however, a restriction was met, which was most probably due to the presence of dried blood. This was not present during the clinical procedure, as it was possible for the physician to manipulate the filterwire in order for it to exit through the monorail exit and the device could be advanced. The manufacturing records were reviewed, and no issues or discrepancies were found, and the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).